Manufacturer narrative:
Concomitant medical products: 37711 pain stim ipg; implanted: (B)(6) 2012; 3777-60 x2 pain stim; lead; implanted: (B)(6)2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had electromagnetic interference (emi) during a ventricular fibrillation (vf) possibly leading to an inappropriate shock. The device remains in use. No further patient complications have been reported as a result of this event.